Event description:
It was reported that, during a cori-assisted tka surgery, a drill disconnect error was displayed. After rebooting the system, starting a new case, continued to encounter a drill disconnect. The long attachment was fully locked. A change to robotic assisted to manual procedure was made to complete the procedure with a delay of fewer than 30 minutes. There was no patient injury. No other complications were reported.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation, however photos and a video were provided for review. A video shows the "robotic drill cable disconnected" error at the unlock screen. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori's console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned at the unlock screen (error messages received). They rebooted the system, unplugged everything and started a new case with a new drill. Reportedly, the cori was abandoned for manual instrumentation to complete the case within a 0-30 minute surgical extension. It was communicated that the requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions were reported. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. If any additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7 corrected data: h6 (medical device problem code)

Manufacturer narrative:
The product, ri robotic drill (us), (B)(6) used for treatment was not returned for evaluation, however photos and a video were provided for review. A video shows the "robotic drill cable disconnected" error at the unlock screen. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned at the unlock screen (error messages received). They rebooted the system, unplugged everything and started a new case with a new drill. Reportedly, the cori was abandoned for manual instrumentation to complete the case within a 0-30 minute surgical extension. It was communicated that the requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions were reported. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.